Manufacturer narrative:
Evaluation summary: product extra wide shower chair. The chairs right front lower leg fitting cracked on the back side. The safety ring did perform as designed. The chair shows some abuse on the front of the unit as if being pushed into a wall or ledge. The crack could also have been caused by pushing the cahir over the threshold of a door. This puts extra stress on the fittings. The chair is designed to be used on level surfaces only.

Event description:
Na/r was pulling shower chair with resident sitting on it-out shower room into alcove and hallway. She was turning shower chair around to go forward, she heard a creaking noise and the right front wheel popped off the chair. Resident fell forward, hitting head and right shoulder on the floor.